Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was unknown if the patient was hospitalized at the time of death. It was unknown if therapy was ongoing at the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon conclusion of the investigation, the cause of the reported event of death was undetermined. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). A device history record review was performed and revealed no issues that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation by the baxter product analysis laboratory (pal). A review of the service history and the event history log was performed. The review of the service history did not identify any previous servicing events that could have contributed to the reported issue of patient passing away. Review of the device logs did not reveal any issues that could be related to the reported issue. There were no keystrokes, no device failure, malfunction, programming, use related or iipv (increased intraperitoneal volume) events that would indicate and/or contribute to the reported issue. A visual inspection revealed a damaged door cover. The door cover was replaced. The unit was repaired according to required procedures and it passed all check and calibration tests successfully. The power on self-test was successfully completed and a one hour simulated therapy was completed without error or alarm. . Should additional relevant information become available, a follow-up will be submitted.